Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.

Event description:
Pt has had pain and swelling since the surgery. Procedure date was 2006. Surgeon went in 2007 and took out the screws. The pt is a male, approx 1 yr status post right knee allograft acl reconstruction with painful mass at the tibial tunnel site as well as incomplete extension.